Event description:
It was reported that the customer's blood glucose level was 49 mg/dl. The paramedics were called on (B)(6) 2015 because of his low blood glucose level. He was given glucose and ate a peanut butter sandwich. His sensor glucose reading was 119 mg/dl, when the customer's blood glucose level was 49 mg/dl. The customer's sensor and blood glucose readings were not within an acceptable range. The customer received a lost sensor alarm and no delivery alarms. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2015-04787 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.